Event description:
It was reported that wire/needle/cannula damaged or missing wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced a missing sensor wire. The day of the event, once the wearable was removed, the patient noted that the sensor wire was missing. No symptoms were reported, but the patient went to the hospital. At the hospital an x-ray was made and even though the results of the imaging were not reported, after the doctors tried to squeeze the sensor wire out. The doctors were not able to remove the sensor wire and the patient was given a prescription for an oral antibiotic, for the infection, cephalexin 500mg 3 times a day, and a tetanus injection. Which is a one time shot. The patient left the hospital on the same day. At the time of the report the patient stated that the insertion site was still red and that he experienced occasional pain. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available.

Event description:
It was reported that wire/needle/cannula damaged or missing wire occurred. An external visual inspection was performed and major damage was found. External visual inspection failure was performed and found the wire were gooseneck. The allegation was not confirmed. Customer complaint is not confirmed, however, it was found that an applicator deployment issue occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).